Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9196109 , quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel damage at another syringes. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: reports leaking vaccine through stopper. There was no harm to the patient / professional. No exposure. Substance: vaccine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak 3ml luer-lok syringe leaked. This was discovered during use. The following information was provided by the initial reporter: reports leaking vaccine through stopper. There was no harm to the patient/professional. No exposure. Substance: vaccine.